Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they had visited their dentist and was advised that due to their shape/size of their jaw, the aligners would of never worked in straightening their teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.